Manufacturer narrative:
Patient weight is unknown. This information was not available from the facility. The patient required amputation on the treated limb. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, ischemia and amputation are listed as potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left distal sfa. Approximately 1 month post index procedure, the patient experienced restenosis. A revascularization of the target lesion was performed on (B)(6) 2017. Approximately 4 months later, the patient experienced restenosis. A revascularization of the target lesion was performed on (B)(6) 2018. Approximately 4 months later, the patient experienced ischemia on the treated limb and underwent a major amputation on (B)(6) 2018. The physician indicated this is not related to the study device or procedure.